Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for an unknown indication for use. The patient was undergoing an MRI for seizures it was unknown if the procedure was related to the device or therapy. The hcp was checking to see if the seizures were related to the pump. No further information was provided.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the seizures was not related to device or therapy and was not related to a procedure issue. It was noted the patient did not have a history of seizures. It was stated that the event was determined to be non-epileptic (regarding discharge summary). No actions/interventions were performed. The cause of the seizures was noted as non-epileptic, per patient report. They were awaiting results. No further complications were reported.